Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were mildly calcified and mildly tortuous, with severe thrombosis, and the aortic neck angulation was less than 10 degrees. It was reported that the stent graft was inadvertently deployed higher than intended and partially covered the renal arteries. The physician elected to intervene by placing a bare metal stent in the renal artery, successfully restoring blood flow through the renal artery. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Arterial and venous occlusion. Stent graft inadvertently deployed higher than intended.